Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend of the formed needle, indicating improper installation; the formed needle was not seated in the slide retract. This improper seating caused the failure of the needle to retract and resulted in pain during insertion. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that needle mechanism did not fully retract as intended during activation. It was reported that the patient's blood glucose (bg) values reached over 280 mg/dl.